Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis evaluation. The lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the vessel sealer extend (vse) instrument had an insufficient seal, causing a leak. The instrument was inspected before use and no unusual findings noted. The vse instrument was used for sealing and did not cauterize sufficiently. The target tissue was unknown; tissue characteristics, size, and diameter are also unknown. The estimated blood loss was unknown; however, the patient did not require blood transfusion. The vse instrument was replaced with a backup instrument. There was procedure delay of less than 15 minutes, the procedure was completed robotically, and no adverse complications and the patient did not require prolonged hospital stay. No further information was available from the initial reporter.